Event description:
Patient stated she is in hospital because of a procedure that she did not specify. She stated is feelings like her pm wires are poking the inside of her chest and there is burning sensation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).